Event description:
It was reported that during a da vinci prostatectomy procedure, one of the blades from the monopolar curved scissors instrument broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval, a f/u MDR will be submitted.